Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 20-jun-2026, UDI (B)(4) g2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for back and leg pain. It was reported that the patient experienced an increase of pain. There were no contributing factors. The system was tested and there were high impedances. The lead was replaced, and the issue was resolved.